Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Review of the available records identified the following: ¾ of an inch leg length discrepancy. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately four weeks post-implantation, the patient underwent a right hip revision due to ¾ inch leg length discrepancy. The head and stem were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 157448 lot: 448200 m2a-magnum mod hd sz 48mm cat: 139256 lot: 213440 m2a-magnum 42-50 tpr insrt std g2: foreign ¿ canada h6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.